Event description:
A 41 yr old female who had a right saline breast prosthesis implanted in 1982 for breast asymmetry now complaints that her breast is getting smaller. Her last mammogram showed some folds in the implant and physical exam by her dr revealed obvious asymmetry. She was taken to surgery in 1999 for replacement of her implant. The old implant was markedly deflated when it was removed. There were no signs of infection and the pt was discharged in satisfactory condition the same day.